Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device implanted on the left side is affected. In situ measurements showed affected channels. Reportedly the user had an edema on the implant side most likely related to a trauma.reimplantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device implanted on the left side is affected. In situ measurements showed affected channels. Reportedly the user had an edema on the implant side that could be a sign of a trauma. Reimplantation was originally scheduled for the (B)(6) 2022, however due to middle ear infection it has been postponed.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is final report.

Event description:
Hearing performance with the device implanted on the left side is affected. In situ measurements showed affected channels. Reportedly the user had an edema on the implant side that could be a sign of a trauma. The user was re-implanted on (B)(6) 2022.